Manufacturer narrative:
The manufacturer did not receive devices for review. The actual device reported in section d is not marketed in USA, but similar devices with comparable characteristics (i.e cls brevius kinectiv rasp size 8; ref # (B)(4)) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the lat inscription on the rasp straig.stem mod. Lat. 8.75 is very hard to be read, or not at all to be seen.

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: a trend was identified. A trend analysis has been initiated. Compatibility check the compatibility check could not be performed as only one product type was reported to us. The product compatibility check is not relevant for one product type only. Review of event description: it was reported that on the rasp the "lat" inscription was very hard to read, or not at all to be seen. There were in total 16 rasps (different models) reported to zimmer (B)(4) in this complaint. The actual device is not marketed in USA, but devices with similar characteristics of one of the rasp models (rasp straig.stem mod. Lat. 8.75, ref# (B)(4)) are marketed in USA. Visual examination: the 16 reported rasps were not returned for investigation, but two pictures were available. On the pictures 9 rasps and 2 rasps were present. From those 11 rasps, two were size 13.7 which were reported not to be affected. Therefore seven rasps were not shown in the pictures. One of the two pictures showed a rasp size 13.7 (ref. 01.00279.137) and a rasp size 12.5 (ref. 01.00279.125). The marking on the rasp size 13.7 was well legible, while the size marking of rasp size 12.5 was partially faded. The "lat" marking present on the rasp was thin and hardly legible. The other picture showed nine rasps of different sizes. Both markings (size and "lat") of rasp size 13.7 were well legible. The marking of size 7.5 and of size 12.5 was legible, but the "lat" marking was thinner compared to the one of size 13.7. The image quality was poor and the markings on the other rasps could not be evaluated. Additionally, the products were not returned for evaluation and it was not possible to certainly identify (ref. And lot numbers) the products shown in the pictures. As there were more than one lot reported for some sizes. However, for the two rasps of size 7.5 and of size 12.5 shown in the picture it was possible to state that the "lat" marking on the instruments was legible and that there was no deviation from product specifications. Unfortunately from the picture the lot number of the products could not be seen. For the other fourteen rasps, including rasp straig.stem mod. Lat. 8.75 (ref# 05.(B)(4)), the poor quality of the picture did not allow any statement. Due to the fact that only the pictures were returned but no products, the alleged failure could not be confirmed. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
It is reported that on the rasp the "lat" inscription is very hard to be read, or not at all to be seen. The rasps with size 13.7 are reported not to be affected. Following products were returned and marking "lat" was checked: ref: 05.95001.069 lot: 142776487 -> marking "lat" is thin and hard to read. Ref: 01.00279.075 lot: 142782643 -> marking "lat" is thin and hard to read. Ref: 01.00279.100 lot: 152795191 -> marking "lat" is thin and hard to read. Ref: 01.00279.125 lot: 152804669 -> marking "lat" is thin and hard to read. Ref: 01.00279.150 lot: 152795195 -> marking "lat" is thin and hard to read. Ref: 01.00279.175 lot: 142776477 -> marking "lat" is thin and hard to read. Ref: 01.00279.112 lot: 152829029 -> marking "lat" is bold and legible. Ref: 01.00279.137 lot: 152795193 -> marking "lat" is bold and legible. Ref: 01.00279.162 lot: 152795197 -> marking "lat" is bold and legible. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. A trend is identified. The complaint investigation showed that the laser marking on the rasps is sometimes difficult to read but still readable. The issue was discovered during initial inspection of new rasps sets in the respective hospitals and might lead to surgeon dissatisfaction. However no mix-up of rasps within the hospitals or even a misuse of a lateral rasp wrongly identified as a standard rasp has been reported. Further the lateral rasps can be distinguished from the standard rasp by their different calcar design. The specification on the relevant drawings was not clear. As a result the "lat" inscription on the rasps has been laser marked in thin letters which are not well readable. A change project for all affected lateral rasps and respective drawings was performed. Within change project, the drawings were corrected. The change project was closed on february 05, 2016. The verification of effectiveness was performed on march 02, 2016. According to the voe instruction, all changed and affected drawings have been reviewed. It can be confirmed that all drawings include the correct specification. Implemented actions are effective. Zimmer (B)(4) considers this case as closed. (B)(4).